Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient expired on (B)(6) 2019. The customer was informed on (B)(6) 2020. Once patient expired, the patient was disconnected from controller.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the patient outcome could not be conclusively determined through this evaluation. Additionally, the reported low flow alarms could not be confirmed through this evaluation as no log files were submitted for review. The account reported that the patient expired on (B)(6) 2019 and the pump was not returned for evaluation. The account also reported low flow alarms. Multiple requests for additional information were issued to the customer; however, no further information was provided. The heartmate 3 lvas IFU lists adverse events that may be associated with the use of heartmate 3 left ventricular assist system. The hm3 lvas IFU explains that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm and notes that changes in patient conditions can result in low flow. This IFU also describes all system alarms and the recommended actions associated with them. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that there were low flow alarms occurring. No additional information was provided.